Event description:
It was discovered in testing that a pump falsely alarmed for upstream occlusions. It was reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Incoming testing experienced false upstream occlusion alarm, which corresponds with the reported symptom. This was caused by a failed upstream sensor. The failed upstream sensor was replaced.